Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to instability. Intra-operatively, the insert was found to have aggressive wear on the posterior mediolateral portion of the insert. Patient was revised to a 4x16 cs insert.